Event description:
It was reported that this lead was explanted and replaced due to an endocarditis infection. The lead is not expected to be returned for analysis. The patient was stable with no additional adverse effects reported.